Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient presented with lumbar back pain. Procedure: caudal epidural steroid injection. (B)(6) 2008 the patient presented with the following diagnoses: low back pain. Radiculitis. Spondylolisthesis l5-s1. Pseudoarthrosis l4-s1. He underwent the following procedures: removal of segmental spinal instrumentation l4, l5, and s1, that is 3 levels. L4-s1 segmental replacement, segmental revision, segmental instrumentation. Reduction spondylolisthesis l5-s1. Posterior spinal fusion l4, l5, and s1. Iliac crest bone graft harvest. (B)(6) 2009 the patient presented with complaints of low back pain, degenerative disk disease at l4-5 as well as l5-s1, pseudarthrosis at l4-5 as well as at l5-s1. The patient underwent the following procedures: diskectomy at l4-5 as well as l5-s1. Partial corpectomy at l4, l5 and s1. Interbody fusion at l4-5 as well as at l5-s1. Use of structural allograft bone. Insertion of a threaded intervertebral body spacer of allograft bone. Use of bmp. Per op notes: a complete discectomy was performed and then the interspace was distracted using a distractor. The surgeon then used a reamer to perform a partial corpectomy at l5 as well as at s1. They reamed out the endplates of those 2 levels. The surgeon then took that reamed bone and impacted in the threaded bone dowel that was 20 mm in height and also packed it with rhbmp-2/acs. A hole in the anterior vertebral bodies was tapped at l5-s1 and inserted a 20 mm x 26 mm threaded bone dowel packed with rhbmp-2/acs and bnp as well as putty. We got an excellent fit there and confirmed its placement using biplanar fluoroscopy. X-rays and CT were taken . (B)(6) 2009 the patient presented with the following preoperative diagnoses: hardware failure at s1 pedicle screws. Dependency arthrosis at l5-s1. Previous instrumented posterior spinal fusion anterior lumbar interbody fusion. He underwent the following procedures: hardware removal at posterior segment all instrument l4, l5 and s1 including rod. Revision instrumentation l4, l5 and s1. Revision posterior lateral fusion l4, l5 and s1. Use of allograft bone. Use of bone morphogenic protein. Per op notes: there was fracture of the screws at s1. The screws were completely removed at l4 and l5 as well as the rod and the cap in the heads of the screws at the s1 space. The s1 pedicle screws were fractured just below the tulip of the screw. These were then removed using a tree fine to cut out the bone so we could get a screw chaser on top of the screws and again they were backed out at that point, the s1 screws. Revision hydroxyapatite coated screws 8.5 mm x 45 mm bilaterally was placed. The sacral ala as well as transverse processes was decorticated and any remaining bone at the l4, l5 and s1 levels and then packed the posterior lateral gutter with a combination of putty, bone graft and bmp in order from a large rhbmp-2/acs pack. This was done without any problem. (B)(6) 2009 the patient was diagnosed with right lower extremity radiculitis. Recurrent right foraminal stenosis. The patient underwent the following procedures: revision foraminotomy on the right-hand side at l5. Exploration of instrumentation at right l5 and s1. Revision of the right s1 screw. Right iliac bolt placement. Placement of allograft as well as autograft bone from his right iliac crest for posterolateral fusion. Per op notes: the CT scan also demonstrated all the screws were well placed. There was absolutely no nerve root impingement from the spinal instrumentation that had been previously placed. That was confirmed on the MRI as well as plain radiographs as well as cat scan. The iliac crest bone as well as bmp and bone graft in the posterior lateral gutters at l5- s1 was placed.